Manufacturer narrative:
Evaluation summary: the failure burst cuff was confirmed in the received samples. The failure burst cuff was confirmed in the received samples. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the balloon ruptured after 2 minutes. The cuff was tested prior to use, using 20cc's of pressure to inflate the cuff. There was no patient involvement.